Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use is a known possible complication associated with mitraclip procedures. All available information was investigated and a definitive cause for the single leaflet device attachment (slda) in this incident could not be determined. It is possible that there were procedural interactions (e.g. The patient anatomy, visualization) which resulted in increased tension placed on the implanted clip such that the leaflet ruptured, resulting in an slda; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet and resulted in tissue damage. It was reported that two mitraclips were implanted reducing mitral regurgitation (mr) grade from 4 to 1. Approximately 10 minutes after an uncomplicated deployment of the second mitraclip, the mitraclip was only attached to the anterior leaflet and a leaflet rupture was noted. Mr was 2. No additional information was provided.